Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes there are fibrin clots in three tubes. There was no patient impact reported. The following information was provided by the initial reporter: "customers reported that the quality of serum in separation gel blood collection tubes was not clear enough, and about 3-4% of the tubes still had fibrin filaments."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo and 3 videos were provided for investigation. The photos/videos were reviewed and the indicated failure mode for fibrin was observed. Additionally, retention samples from bd inventory were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of june 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fibrin based on the photo/videos provided. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes there are fibrin clots in three tubes. There was no patient impact reported. The following information was provided by the initial reporter: "customers reported that the quality of serum in separation gel blood collection tubes was not clear enough, and about 3-4% of the tubes still had fibrin filaments."